Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), swelling ("swelling"), abdominal pain lower ("cramps") and dizziness ("dizziness"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, abdominal pain, dyspareunia, swelling, abdominal pain lower and dizziness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dizziness, dyspareunia, headache, pelvic pain and swelling to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included multiple allergies. Concomitant products included ibuprofen for pain and migraine as well as cetirizine hydrochloride (cetrizine), ethinylestradiol;etonogestrel (nuvaring), furosemide (lasix), hydrochlorothiazide (hctz) since 2017 and potassium. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), peripheral swelling ("swelling"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced headache ("headache / started coming back to back and rapidly") and migraine ("migraines/ migraine headaches started coming back to back and rapidly"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramps"), dizziness ("dizziness") and pain in extremity ("leg pain with swelling"). The patient was treated with antibiotics and surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, abdominal pain, dyspareunia, peripheral swelling, dizziness, vaginal infection, migraine, nausea, weight increased, alopecia, pain in extremity, bacterial infection and urinary tract infection outcome was unknown and the genital haemorrhage, abdominal pain lower and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial infection, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery insertion details:three coils protruding from each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: patient has placed bilateral essure placement in the fallopian tubes in (B)(6) 2008.(as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received: patient demographic details were updated. Event bacterial infection, uti were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included multiple allergies. Concomitant products included ibuprofen for pain and migraine as well as cetirizine hydrochloride (cetrizine), ethinylestradiol;etonogestrel (nuvaring), furosemide (lasix), hydrochlorothiazide (hctz) since 2017 and potassium. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), peripheral swelling ("swelling"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced headache ("headache / started coming back to back and rapidly") and migraine ("migraines"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramps"), dizziness ("dizziness") and pain in extremity ("leg pain with swelling"). The patient was treated with surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, abdominal pain, dyspareunia, peripheral swelling, dizziness, vaginal infection, migraine, nausea, weight increased, alopecia and pain in extremity outcome was unknown and the genital haemorrhage, abdominal pain lower and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received. Lot number added. Concomitant medication and condition added. Events : infection (bladder/ urinary tract/vaginal) type: vaginal, migraines, nausea, dysmenorrhea (cramping), weight gain / loss specify which one: weight gain, hair loss, back pain, leg pain with swelling, heavy bleeding, essure confirmation test(s) conducted, specify no were added. Event swelling pt was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), swelling ("swelling"), abdominal pain lower ("cramps") and dizziness ("dizziness"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, abdominal pain, dyspareunia, swelling, abdominal pain lower and dizziness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dizziness, dyspareunia, headache, pelvic pain and swelling to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included multiple allergies. Concomitant products included ibuprofen for pain and migraine as well as cetirizine hydrochloride (cetrizine), ethinylestradiol;etonogestrel (nuvaring), furosemide (lasix), hydrochlorothiazide (hctz) since 2017 and potassium. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), peripheral swelling ("swelling"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In february 2010, the patient experienced headache ("headache / started coming back to back and rapidly") and migraine ("migraines"). In january 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramps"), dizziness ("dizziness") and pain in extremity ("leg pain with swelling"). The patient was treated with surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, abdominal pain, dyspareunia, peripheral swelling, dizziness, vaginal infection, migraine, nausea, weight increased, alopecia and pain in extremity outcome was unknown and the genital haemorrhage, abdominal pain lower and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.